Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Caller was guided on loading a new cartridge and in completing the load process and resuming insulin therapy.